Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. D4: batch # u5d65n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. A follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device would not fire and a piece of plastic fell out. A similar device was used to complete the case with no patient consequences. One device will be returned.